Event description:
It was reported that during preparation for an ablation procedure one farawave catheter was selected for being used, after inserting the starter guidewire into the farawave catheter and shaping, the handle did not return and became stuck. Additionally, it was reported that when the handle of the farawave catheter was checked during preparation there was a white hazy substance adhering to the sterilized catheter. The issue occurred outside the patient. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.

Manufacturer narrative:
When the catheter was first received by boston scientific's post market laboratory the catheter was visually inspected and white marks on the handle were seen. Additionally, a photo of the white material was also provided to investigators. Based on all available information the allegation of foreign material was confirmed. The white material was consistent with adhesive used during the manufacturing process and thus the most likely cause was determined to be quality control during manufacturing. Additionally, there was no issue inserting or using a guidewire during the investigation process, so investigators were determined there was no problem regarding the failure to advance the guidewire allegation. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during preparation for an ablation procedure one farawave catheter was selected for being used, after inserting the starter guidewire into the farawave catheter and shaping, the handle did not return and became stuck. Additionally, it was reported that when the handle of the farawave catheter was checked during preparation there was a white hazy substance adhering to the sterilized catheter. The issue occurred outside the patient. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.